Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that drill bit ø1.1 l56/39 f/core hole was broken during a surgical procedure, resulting in the tip of the drill bit remaining embedded within the patient's bone. The fragment could not be removed due to the difficulty of extraction, and the decision was made to leave it in place as it was not expected to cause any issues. The excess portion of the drill bit was removed, and another drill bit of the same type was used to complete the procedure. The surgery was finished successfully without any alteration in surgical times or reported discomfort to the specialist.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H3, h6: photo investigation the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that "03.130.202 ,drill bit ø1.1 l56/39 f/core hole" has broken tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. However the provided evidence was not sufficient to confirm the reported event of " embedded device ". Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø1.1 l56/39 f/core hole would contribute to the complained device issue. Based on the investigation findings, the ¿drill bit¿ has ¿broken¿ because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.130.202, lot: f-35597, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date:05 dec 2022, expiration date; na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.